Event description:
It was reported that this right atrial lead exhibited dislodgement. Analysis of the system was requested to technical services. At this time, no changes have been performed. Technical services provided feedback and troubleshooting options. At this time, this lead remains in service. No adverse patient effects were reported.